Manufacturer narrative:
A complete investigation was not able to be performed as no product number, lot number or sample was provided. Per the article, the use of the lightweight composite mesh for incisional hernia repair had similar outcomes to polypropylene or polyester mesh with the exception of an insignificant trend towards increased hernia recurrence.

Event description:
Article received "randomized clinical trial comparing lightweight composite mesh with polyester or polypropylene mesh for incisional hernia repair". The article compared standard mesh with new lightweight mesh in patients undergoing incisional hernia repair. Per the article adverse events included seroma, hematoma, wound infections, bruising, recurrence, neuralgia and pain.